Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision due to infection.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Engineering evaluation noted that the revision reported was likely the result of the patient's fall, which fractured the greater trochanter, leading to an additional surgery and an infection.

Event description:
Index surgery: (B)(6) 2017. Revision due to infection.